Event description:
It was reported placement of this jugular filter was uneventful and successful. One day following filter placement, a scheduled right femoral vein thrombectomy procedure was successfully performed and the pt was subsequently treated with anticoagulants. The following day the pt became hypertensive and a CT scan revealed extravasation at the struts of the filter. Anticoagulant treatment was discontinued and the pt was monitored in ICU for a couple of days. No surgical intervention was performed to treat this condition. The physician felt the pt was adequately protected with this filter and no further action was taken. The pt's condition is good and has since been discharged. User technique and/or pt anatomy may have been contributing factors to this event. However, the co is unable to determine the exact cause for this event.